Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet randomly loss the internet connection. A technical support specialist (tss) reported that the initial call was for a drawer offline message on the station. After remoting in, the network adapters were checked, and the drawer settings were configured. The application was rebooted, and the message cleared. When the customer attempted to demonstrate another issue, the touchscreen was unresponsive, so the machine was rebooted; afterward, it went offline for more than 10 minutes. Another reboot briefly brought it online before the connection timed out and it went offline again. The cabinet eventually came back up, and the issue appeared related to unstable internet. Customer coordinated with local information technology (it) and disconnected. Tss haven't been able to get in touch with customer since.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, cabinet had internet issue. There were no adverse events or injuries reported based on this event.